Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-12780; 2938836-2019-12781. It was reported that upon interrogation, low, out of range pacing impedance was observed on the atrial and ventricular leads. When the thresholds were testing, loss of capture was observed on both leads. On the device, a short margin between elective replacement indicator (eri) and end of service (eos) was observed. Review of the session records indicated there was most likely a short that caused the battery drain and that the leads were most likely normal. Device replacement was planned. The patient was stable.

Manufacturer narrative:
Corrections - h6 (results codes should be "170 - manufacturing process problem identified" and "4210 - leakage/seal"); h10 (additional analysis information included) the reported events of lead low impedance, no capture, and sudden battery voltage drop were confirmed. As received, the device battery was at end of service (eos) voltage level and output anomalies were observed. Additionally, visual inspection of the header attachment area also revealed header delamination occurring between the header and case. As a result of these findings of a feedthrough breach and header delamination, abbott is performing further investigation.

Manufacturer narrative:
Additional analysis was performed. The device was cut open for further testing and the battery was found to be depleted. Hybrid circuitry was tested by connecting to an external power source and results indicated elevated current drain. Additional tests were performed by separating the header from the case to perform a dye penetration test on the feedthrough component. Test results indicated a feedthrough breach affecting the devices hermeticity, resulting in damage to the hybrid and battery depletion, consistent with the reported events.

Manufacturer narrative:
The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
Final analysis found header¿s epoxy delamination occurred that may be traced back to a manufacturing anomaly. Field complaint of low lead impedance and early battery depletion may have resulted from the anomaly found.

Event description:
New information received notes that the pacemaker was explanted and replaced. The patient was in excellent condition before, during, and after the procedure.